Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation of the implantable cardioverter defibrillator revealed that the device was oversensing far r-waves, which was reconfirmed by episodes from remote transmissions. In addition, the right ventricular (rv) cap confirm was turned off because it appeared that the rv template may have been faulty, and it is believed that rv loss of capture was the issue. The patient was in stable condition.